Event description:
It was reported that in the middle of the debridement utilizing a versajet hand-piece, an excessive spray occurred from the tip of the hand-piece and the device became not to evacuate debris and saline properly. The handpiece was able to form a straight line of water. The surgery was completed with a back-up hand-piece. No patient harm and no delay was reported.

Manufacturer narrative:
The returned device was evaluated by the designated complaint unit. The functional evaluation confirmed the reported issues experienced with a misting effect during operation and closer inspection revealed that the jet tube alignment not centred, as it should be. Unfortunately we were unable to confirm the root cause on this occasion. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.